Manufacturer narrative:
The aquabeam conformational planning unit (cpu) was not returned for investigation. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam cpu / lot number 20c00121 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specificiations when released for distribution. The current user manual um0101-00 rev. F aquabeam robotic system user manual, english was reviewed and states the following: 11.2.21 aquabeam robotic system disassembly power off the cpu and console. Caution: use the power off button in the upper right corner of the cpu screen to shut down the cpu. Using other means to power off may lead to file system corruption or damage to the cpu. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during set up, a "no trus video" error was generated. Multiple troubleshooting steps were performed; however, the image would not display on the aquabeam conformational planning unit (cpu). The aquablation therapy was converted to another surgical modality. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Component code = 4756 - aquabeam conformational planning unit (cpu), a re-usable component of the aquabeam robotic system, serves as the primary user interface of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.